Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer is calling to report needs new inpen due to high blood glucose. The customer had experienced high blood glucose event value 536 mg/dl. The customer is currently reporting symptoms related to the high blood glucose weakness like vomiting and diabetic ketoacidosis. Troubleshooting was performed and was admitted in hospital emergency visit and overnight stay as there identified leaks in the cartridge. No further patient complications were reported. The customer will discontinue using the device and inpen will be returned for analysis.

Manufacturer narrative:
Inpen successfully paired to the commercial app. Inpen successfully transmitted to manufacturing app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed performed leak test and no priming / delivery anomaly was noted. No leakage was noted around cartridge holder area. Performed dust/debris investigation and found no evidence of abrasions or signs of sticky fluid around the electronics housing. Inpen was cut open to perform visual inspection under microscope and encoder bond investigation. Encoder bond and the pattern wheel assembly were found intact. No physical or moisture damage were noted. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.95ozf-in). Inpen passed front cap investigation. In conclusion: no leaks were confirmed during testing. Therefore, leakage at the cartridge holder area could not be confirmed. Moisture damage was not confirmed. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.